Manufacturer narrative:
(B)(4). The samples and all available information wsa forwarded to the manufacturer, b.braun (B)(4) for further investigation. Their report states that they received 1 introcan safety pur 20g, 1.1x25mm-us in opened package and 33 introcan safety pur 20g, 1.1x25mm-us in original packaging. Lot number printed on all returned packages were (B)(4) and material# (B)(4). Results of withdrawal force test: 14/34 pcs samples were found above the withdrawal force specification of 2.0n. The failed sample with highest withdrawal force of 7.5n (sample #27) was further inspected. All the dimensions were within specifications. Visual inspection: the sample in opened packaging was further inspected and no abnormalities were found. Based on the test result, this complaint is justified. Observation revealed that formation of silicon gel happened at the fourth day after cleaning of silicon bath. These silicon oil gel might get stuck in the tubing and block the flow sensor. This will prevent the sensor from detecting when there was no flow due to blockage of tubing. Improvement will be carried out by modifying the silicon bath at cam asembly machine to reduce the formation of silicon gel and increase the frequency of silicon bath cleaning from once per week to twice per week.

Manufacturer narrative:
(B)(4). The actual device has not been received yet and the investigation is on going at this time. A follow-up report will be provided when the inspection results become available.

Event description:
As reported by the user facility: reports all have been the 20 gauge, but lot #'s are not confirmed except for the one she had experienced. All describe the issue as "the hub is glued to the needle" issues have been slight difficulty to unable to slide off when finally use enough force and it gives the vein is blown. Reporter stated her issue " I had a (B)(4) patient with fragile veins going for a mastectomy so we were limited to using 1 arm. I had no difficulty inserting or getting flashback, but I could not get the catheter to separate off the needle. When it finally did the catheter had so much force it tore through the vein causing a hematoma."